Manufacturer narrative:
(B)(4). Eval summary: the instrument was rec'd with the jaws yielded. The instrument was cycled and fired the remaining 10 clips ejected due to the condition of the jaws. The instrument locked out as intended. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed and would not clamp down. Another device was used to finish the case. There was no pt consequence.